Event description:
This is filed to report a leak. It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr). The steerable guide catheter (sgc) was prepared per instructions for use (IFU). Upon insertion of the sgc into the left atrium, the fluid column would not remain after removal of dilator and wire. After multiple attempts to retain column, the scg was removed from the body. No air entered the patient. A clip delivery system (cds) nt was prepared per IFU. After a grasp with leaflet insertion assessment, the deployment sequence proceeded. While establishing final arm angle (efaa) the clip settled past 30 degrees. The clip angle was 15 degrees before opening and 30-35 degrees after opening. The physician attempted to establish final arm angle several times, and it was still settling more than 30 degrees. The cds was removed without incident. Two additional clips were implanted without issue, reducing the mr to grade 1. There was no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
He device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.